Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional test of the returned device were performed in accordance with bwi procedures. Visual inspection was performed, and no char residues were observed however, white fibers were observed on the dome. Then, the temperature feature was tested, and it was found working correctly however, during the test, the catheter was not properly irrigating. Fourier transform infrared spectroscopy (ft-ir) analysis was performed on the foreign matter, and it showed cellulose composition on it. For the observed fibers (cellulose material) on the dome, a manufacturing investigation was initiated, and it was concluded that the cellulose material is not related to the manufacturing process since this material is not used during the assembly of the device. In addition, the packaging team review the process and no conditions that could contributed to the material was found. However, an awareness training was provided to the involved associates to be aware of this condition. A manufacturing record evaluation was performed for the finished device batch number 31196403l, and no internal actions were identified. Since no char residues were observed on the catheter tip, the customer complaint was not confirmed. The potential cause of the cellulose fibers cannot be determined. The evaluation determined that char is a physical phenomenon of radiofrequency (rf). The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation production with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified white fibers on the dome. During the procedure after right pulmonary vein ablation, the catheter was removed from the patient's body and char was identified on the proximal side of the tip. The char was wiped off and the procedure was successfully completed. No patient consequences were reported.